Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to bacteremia. Spectranetics lld #2 lead locking devices (lld #2) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, on the rv lead, advancement was made through the innominate to the turn in the superior vena cava (svc). However, the patient's blood pressure dropped suddenly and rescue efforts began, including rescue balloon, CPR, bypass, and sternotomy. An svc perforation was discovered and repaired, and the rv and ra leads were removed post-sternotomy. The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth and age - not available from facility. A3) patient gender - not available from facility. A4) patient weight - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.